Event description:
It was reported that the right ventricular (rv) lead shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed possible issues with the health care professional (hcp) and troubleshooting options such as a xray and programming rv to can. The lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.